Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised to address pain, limping, a large fluid collection and infection. Aspirates from the joint grew out staphylococcus species, and patient had elevated inflammatory markers. Irrigation and debridement was done followed by a head and liner exchange. Intraoperatively, there was a large gush of milky and opaque fluid, which was consistent either with metallosis or infection from deep within the joint after incision of the deep fascia. There was also a significant tear of the abductors at the insertion of the gluteus medius. Finally, there was a significant amount of metal debris embedded within the surrounding tissues with apparent gray discoloration. Doi: (B)(6) 2009 - dor: (B)(6) 2018 (right hip).